Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and non-detection. A revision procedure was subsequently performed wherein the lead was repositioned. Following revision, capture was restored in addition to sensing, though sensing amplitudes remained low. No adverse patient effects were reported. This lead remains in service.